Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing; the reported issue could not be confirmed. However, a secondary issue was also noted; the meter would not turn on via spc. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. Supplemental sent to correct information contained within follow-up # 1 (fu1). A DHR had been performed on the meter but the information had not been included in fu1: a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015, at 07:00am. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient stated that eight hours after the alleged issue occurred she developed a symptom of "blurry vision", however denied receiving any treatment. The cca noted that the issue was not resolved once educating the patient on the correct testing procedure. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hyperglycemic event after the alleged meter issue occurred.